Event description:
It was reported that the patients wound had opened again. The patient experienced pain, tenderness, and excoriation in the middle of the ipg incision site. It was also noted that the ipg had migrated. It was mentioned that the patients ipg was located at the waist band and the pants were causing irritation at the pocket site. The patient will undergo a revision procedure.

Event description:
It was reported that the patients wound had opened again. The patient experienced pain, tenderness, and excoriation in the middle of the ipg incision site. It was also noted that the ipg had migrated. It was mentioned that the patients ipg was located at the waist band and the pants were causing irritation at the pocket site. The patient will undergo a revision procedure. Additional information was received that the patient underwent an ipg revision procedure. The patient was doing well postoperatively.